Event description:
During the procedure, patient required bipolar circumactive probe (bicap) cautery to cauterize a bleeding site. Cauterization failed with the erbe cautery unit with this particular probe. The active cord was changed out, but this did not change the result. Next, the portable erbe cautery unit with the argon plasma coagulation unit was used, again without success. Ultimately, the argon plasma coagulation unit was utilized to stop the bleeding. All of the lot numbers of the bicap probes in stock were checked and all of the remaining probes had different lot numbers.